Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient kept experiencing electrical fault alarms after first cleaning on (B)(4) 2014; reference in a previous complaint. A second cleaning procedure was performed to remove contaminants. There was no patient injury as a result of this event. Preliminary log file analysis confirmed the reported alarms; twenty-five (25) electrical fault alarms have been logged since (B)(6) 2014. The controller ((B)(4)) was retuned for evaluation. Controller failed visual inspection due to contamination on driveline port pins but passed functional testing. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2014-01037 and 3007042319-2015-03075) submitted for devices related to the same event.

Event description:
It was reported from the united states that additional electrical fault alarms were logged after a prior driveline connector cleaning procedure on (B)(6) 2014. A manufacturer's representative returned to the hospital to assess the device and was able to easily reproduce electrical fault alarms by moving the controller. The manufacturer's representative performed another driveline connector cleaning procedure per the manufacturer's specification on (B)(6) 2014. The driveline connector and controller connector both appeared to be clean. It was stated that the patient tolerated the vad-off time well. The controller was exchanged during the procedure. The controller was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.